Manufacturer narrative:
Siemens is investigating the event.

Event description:
A discordant, falsely depressed valproic acid result was obtained on a patient sample on a dimension exl 200 instrument. The customer tested the same sample four times, with the second result showing depressed. After the second result, the customer centrifuged the sample again and tested the same sample, resulting higher. It is unknown which result was reported out to the physician(s) but the falsely depressed result was not reported out to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely depressed valproic acid result.

Manufacturer narrative:
The initial MDR 2517506-2017-00123 was filed on january 11, 2017. Additional information (03/27/2017): a siemens headquarters support center (hsc) reviewed the event. The customer's quality control (qc) was in range at the time of the event. The customer performed a 3 cup 5 test precision study, resulting within range. The customer did not experience any further issues related to this event. The cause of the discordant, falsely depressed valproic acid result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.